Event description:
It was reported that the bd stpck q-syte wht 360deg w/o nut cap ns cracked which lead to leakage. The following information was provided by the initial reporter: according to the customer's report, there was a crack on the stopcock of 515543-zat, which resulted in leakage of an anticancer agent (irinotecan).

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of component damage ¿ leak was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. The device history records (DHR) review was performed for the lot number material identified in this complaint. According to the documented records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: na.

Event description:
It was reported that the bd stpck q-syte wht 360deg w/o nut cap ns cracked which lead to leakage. The following information was provided by the initial reporter: according to the customer's report, there was a crack on the stopcock of 515543-zat, which resulted in leakage of an anticancer agent (irinotecan).